Event description:
Provider states that the chair is intermittently stopping with an e205 error code in which the screen is reading unknown sd card. Provider states that the consumer has to turn off the chair and then turn it back on to start driving again.